Event description:
It was reported that the patient received an inappropriate shock due to oversensing during intercourse. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.